Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the q12 and q16 transistors were shorted on the monitor defibrillator board. The cause of the test failure was the shorted components. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.